Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back test results of 146,179, 203 and 275mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 80-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 150mg/dl and 131mg/dl using true metrix meter; the customer was satisfied with the results obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 03/23/2023 and test strips were opened on day of call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.